Event description:
The customer called customer service for advice to help her determine which breast pump to purchase. During the conversation, she indicated that she had previously used a borrowed pump and developed mastitis.

Manufacturer narrative:
Customer service provided the customer with info about breast pumps in an effort to help her decide which pump to purchase. Additionally, customer service advised the customer against sharing/using a previously owned breast pump. In f/u with the customer, she indicated that at the time of the report to customer service, she was using a rented symphony breast pump and called to get help to determine if she should purchase a pump in style. She had previously borrowed her sister's pump in style and experienced a bout with mastitis five months ago. She has fully recovered and has no ongoing adverse effect. She attributed the infection to using the borrowed pump that was no longer capable of effectively emptying her breast and ensuing engorgement that lead to mastitis. She has since purchased her own pump in style and is satisfied with it. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordan and wambach, 4th edition, page 294)]. It cannot be definitively concluded that the pump caused or contributed to the mastitis. Complaints will be monitored for similar issues.